Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a general change-out procedure, when this right atrial (ra) lead was inserted into the header of the newly implant device, it crumpled and was unable to be used again. The ra lead was cut and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin of the lead was separated from the terminal ring. This damage is consistent with an inadequate bond between the medical adhesive on the insulation and the terminal ring. Additionally, the conductor coils were noted to be slightly stretched between the terminal pin and terminal ring. Overall analysis was able to confirm the allegations made against the lead in the field.